Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation unused however the packaging was opened. A visual inspection was performed and no obvious defects were found. The set was flow tested by attaching to an in-house solution bag; solution flowed normally through the extension set. The set was also tested with a secondary set and no issues were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set would not prime. The reporter stated they "could not get any fluid to run through the lines at all and were unable to prime" while attempting to prime with lactated ringers solution in the ob department. There was no patient involvement. No additional information is available.